Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
The catheter was received for analysis.

Manufacturer narrative:
Analysis of the catheter body found damage to the transition tube. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2017, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 03-may-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative regarding a patient who was receiving an unknown dose and concentration of lioresal via an implantable infusion pump for an unknown indication for use. It was reported at a refill the pump had 20ml when they were expecting 4ml. A catheter access port study was done and they were unable to aspirate. The patient was scheduled for a revision and the issue was not resolved at the time of the report. No further complications were reported.